Manufacturer narrative:
(B)(4). Medical product - unknown oxford femoral component therapy date - (B)(6) 2018. Medical product - unknown oxford bearing therapy date - (B)(6) 2018 the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-00782 and 3002806535-2018-00783.

Event description:
It was reported that a patient underwent initial right knee procedure and subsequently the patient was revised due to unknown reason.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
The knee revision due to pain.